Event description:
A report was received that the patient had pocket pain. The patient will undergo revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure, and not a pocket revision. The lead had migrated as confirmed by x-ray. The patient¿s pocket pain was due to fall and was not procedure/device related. The patient was reportedly doing well postoperatively. No device malfunction was suspected.

Event description:
A report was received that the patient had pocket pain. The patient will undergo revision procedure.